Event description:
It was reported the patient underwent an initial right total hip arthroplasty with unknown product that was subsequently revised approximately 17 years later due to poly wear and aseptic loosening of the acetabular shell. The shell, head, and liner were revised. The patient experienced one dislocation two weeks postop revision with no further details provided. The patient otherwise did well until she presented with pain approximately 27 years post-revision. X-rays revealed poly wear, and a revision was again recommended. During the revision, the shell was found well-fixed and was left in place. All other components, including the acetabular locking ring, were replaced without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00-6201-056-00, lot# 64815097, modular cup replacement lock ring 56mm. Cat# 00-6334-056-32, lot# 65467890, trilogy longevity constrained liner 56x32. Cat# 00-8114-040-00, lot# 64332179, cpt 12/14 cocr size xsmall. Cat# 00-8775-032-04, lot# 2897849, biolox delta fem head, 32mm, +7mm. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed with unknown devices and a revision occurred approximately 17 years later. Two weeks later the patient experienced a dislocation. 27 years post-revision, the patient presented with pain and was revised due to liner wear. An unknown head and stem were explanted along with the liner and new products placed with no complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.